Event description:
Reported indicated that device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. Based on known device settings, generator end of life is not likely cause of the high lead impedance test result. The patient can no longer feel device stimulation. The patient had not experienced any recent injury or trauma that may have damaged the vns therapy system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of x-rays did not reveal any obvious discontinuties in the vns therapy system, but did reveal any area of suspicion, approximately 5cm above the clavicle. No adverse event was reported in conjunction with the high lead impedance condition. The patient has been referred for surgical consult. Lead break is suspected.

Event description:
Further follow-up revealed that the pt has moved and the pt's current neurologist is unknown. No further information can be obtained.